Event description:
Patient reported rupture. Healthcare professional later reported "rupture of the right prosthesis, prominent nodes in both internal mammary chains" and "it is identify a node infiltrated by silicone in relation with siliconoma. Prominent oval node in the upper third of the contralateral side mammary chain with fatty center" diagnosed via MRI and ultrasound. This record relates to the right side. Device has been explanted and replaced with non-allergan. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The side is unknown. Device remains implanted.